Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Cerrato, c. & nguyen, v. (2024). Rezum for bph: results from a large retrospective multicenter study. The journal of urology. Https://doi.org/10.1097/01.ju.0001008668.53858.38.04. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the journal of urology that a multi-institutional retrospective review was conducted to determine predictors of post-operative outcomes and adverse events (aes) in patients who underwent rezum treatment for benign prostatic hyperplasia (bph). A total of 798 patients who underwent the rezum procedure for symptomatic bph between april 2019 and november 2022 were included in the analysis. Patients' demographics, pre- and peri-operative data, prostate volume (pv), and total international prostate symptom score (ipss) were evaluated. The primary outcomes were predictors for the development of post-operative adverse events (aes) at one-month follow-up. Aes were defined as persistent irritative symptoms (pis), de novo urinary tract infection (uti), urinary retention or bleeding, or surgical retreatment within one year. Patients with pre-operative urinary retention requiring catheterization were excluded. 177 patients experienced aes, the most common being urinary retention. 42 patients had persistent irritative symptoms at one month post-op, and 22 required retreatment within one year. The ae group had significantly older age, larger prostate volumes, more treatments, and longer post-operative catheterization. On multivariate analysis (mva), a lower pre-operative ipss was associated with a higher overall probability of aes. The absence of a median lobe and a decreasing pv/treatment ratio (i.e., more treatments per unit volume) were independently associated with a higher probability of de novo uti. In contrast, the presence of a median lobe, decreasing pre-operative ipss, and decreasing pv/treatment ratio were associated with a higher risk of developing de novo urinary retention. Higher pre-operative ipss scores were associated with higher post-operative ipss scores at 1, 3-6, and 12 months. Rezum is a safe and effective treatment option for patients with bph, with low rates of aes and retreatment. Pre-operative ipss, pv/treatment ratio, and the presence of a median lobe may help predict the development of post-operative aes.